Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) has a crack in the lens. Was noticed during testing. No patient affects.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported lot/serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis for similar complaints: (4109/213 &67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period mar 2020 through apr 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.